Manufacturer narrative:
H3:product analysis #(B)(6): 9560547 lot# gz20c018 visual and optical examination identified that the shaft of the curette has broken where it meets the handle. Microscopic examination reveals the fracture appears to be the result of bend stress overload. The break appears to be the result of bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergoing micro endoscopic discectomy for lumbar disck herniation. It was reported that instrument was broke. No further complications were reported/anticipated.